Manufacturer narrative:
Unit was received with operational currents within specification and passed self-test and displacement test. Power error due to connector resistance issue printed circuit board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had power error alarm. Customer's blood glucose value was 5.6 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.